Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized in (B)(6) of 2015 for bypass surgery. It was reported the customer required bypass surgery due to their diabetes. The customer declined to be transferred to the helpline. Customer declined to return the insulin pump for analysis.